Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tse advised the customer to reseat the sterile adaptor, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adaptor. It can be resolved by reseating the sterile adaptor and power cycling the system.

Event description:
It was reported that during a da vinci-assisted low anterior surgical procedure, the universal surgical manipulator (usm)#1 instrument was moving opposite of how the surgeon was moving. The customer performed a hard power cycle and replaced the instrument; however, the issue persisted. An intuitive surgical inc (isi) technical support engineer (tse) reviewed the system logs but found no related issue. The tse requested the customer to cancel guided tool exchange and reseat the instrument; however, the issue persisted. The tse then had the staff reseat the sterile adaptor to resolve the issue. The procedure was completed with no reported injury.